Event description:
The customer reported being hospitalized three times within the past year. The caller had issues with the sensor glucose reading versus the blood glucose reading. The caller stated that her first hospitalization was on (B)(6) 2013, with high blood glucose over 600mg/d. On (B)(6) 2013 she was admitted again with diabetes ketoacidosis and high blood glucose over 600mg/dl. And the last hospitalization was on (B)(6) 2013 with high blood glucose over 800mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found bad battery, low reservoir, and no power alarm. The customer mentioned having bent cannulas but not often. The caller mentioned being allergic to the infusion set tape and she was getting bruises and rashes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.